Event description:
On (B)(6) the reporter contacted animas on behalf of her daughter alleging low blood glucose (bg) levels. The reporter claimed that the patient's bg level dropped below target on (B)(6) 2010. The reporter claimed that per a health care provider's (hcp) instructions, she decreased the patient's basal total from 31 units to 2.45 units on (B)(6) 2010, at an unspecified time, using the temp basal program. The reporter claimed that the patient's bg remained below target. The reporter denied that the patient was primed while attached to skin site. She also denied that the pump was exposed to an MRI or medical imaging. The reporter also denied any changes to the patient's physical activity. The reporter indicated that emt's came and transported the patient to a medical center on the night of (B)(6) 2010, with a blood glucose level of "36 mg/dl." This complaint is being reported due to the following conclusion: the reporter claimed that the patient's blood glucose level dropped below "40 mg/dl" and was taken to a medical center.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.